Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.0, lab: 1.0. Caller reported discrepant high result on non-coumadin pt in hosp for pancreatitis. Customer does not have full medication list or medical conditions. Nurse (non-coumadin user) performed self-test over the phone with technical svc rep, resulting in inratio inr = 0.9, within normal inr range.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter = 2.0 inr; reference = 1.0 inr, mean = 1.5; confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 273301 on (B)(6) 2012, met accuracy and precision criteria. Test results are as follows: donor (B)(6) = 2.4, 2.5, 2.4 inr; donor (B)(6) = 2.2, 2.4, 2.2 inr. All replicates are within the allowable bias ((B)(4)) of reference results for donor (B)(6) (2.24 inr) and donor (B)(6) (1.97 inr), respectively. In-house test results have (B)(4), respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Pt was described as non-coumadin user. Root cause could not be determined. Pt's current health and treatment medications cannot be ruled out as a cause for unexpected inr results. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As of (B)(6) 2012, 8 discrepant results complaints were reported for lot 273301 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.